Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as itchy. The patient¿s physician prescribed benadryl pills for the allergic reaction. There was no alleged device malfunction contributing to the allergic reaction. Follow up indicated that the allergic reaction improved.